Event description:
The nursing home employee reported that the patient's pump was refilled in 2006 and the patient noted a "low beep" from pump starting eight days later. Two days later, the patient was experiencing nausea and blood pressure was increasing. The hcp reported that the patient was admitted to the hospital one month earlier for 6 days for evaluation of the pump. The drug dose was increased at that time. One month later, the patient was seen in clinic and the dose was again increased to 446 mcg/day. Ten days later, the patient reported that she was experiencing increased pain and spasms in her legs and discomfort at the "baclofen site" and was seen in the emergency room. The patient was experiencing minimal shortness of breath, decreased appetite, nasal congestion, difficulty swallowing chronically plus cough. Chest xray and labs were taken; sodium was 126. White blood cell count 4.95. Kub obtained revealed intraspinal pump in place. Interrogation of the pump indicated "functioning properly". The hyponatremia will be followed by primary care; in the interim, the patient was instructed to increase salt intake and limit water intake. Cipro was prescribed for uti. The patient is to log her spasticity and pain with follow-up in the neurosurgery clinic. There was no response by hcp to request for information regarding the initially reported event.